Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2, 35 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the ventricular as well as the far-field channel, confirming the clinical observation. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. Next, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. During analysis, there was no indication of a device malfunction.

Event description:
Ous MDR - it was reported that an episode of noise was recorded. This resulted in inappropriate atp but no shock was delivered. Impedances were normal, nevertheless there was a suspicion of an insulation breach. Both the lead and the ICD were returned to biotronik.